Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose was 570mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 518mg/dl and customer declined troubleshoot for high blood glucose. Customers stated that battery went dead and cannot find the sensor signal. Transmitter will be return for analysis and insulin pump will not be return for analysis.